Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a leak from a reservoir. The customer's blood glucose level was unknown. Customer states the reservoir leaked inside the insulin pump. Troubleshooting was not performed. No further information was provided.